Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawers 3.1 and 3.2 were missing. A field service engineer (fse) opened the back panel and unplugged the pyxibus cable from drawer 3, then shut down the station for a few minutes. The fse reseated the pyxibus cable and after the reboot the drawers became active. The fse booted into the hardware test application (hta) and ran tests to check cubie and tray functions for drawers 3.1 and 3.2 everything passed. Finally, rebooted the station back to the medstation application. The fse also discovered a possible scripting error in drawer 3.2's cubie tray, specifically in row d. Pocket d1 was incorrectly displayed as d-25 with an active cubie shown on screen but not physically present, while d5 showed no active pocket despite having one physically seated. The fse verified the tray using the hta where pockets were displayed correctly, unlike in the medstation application. The fse contacted a customer support specialist to escalate the issue and have scripting for the drawer and cubie tray reviewed and corrected. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the decvice is not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid, section d unique identifier (UDI). A supplemental MDR was submitted to reflect the correct annex a grid.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the decvice is not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.